Manufacturer narrative:
(B)(4).

Event description:
It was reported that pace/sense lead noise was observed during in-clinic follow-up. Patient has several leads and is reluctant to explant any. Further investigation will be performed.